Event description:
It was reported to globus that a fortify device collapsed. The device was placed at the c5 level. No revision surgery has been scheduled.

Manufacturer narrative:
A comprehensive investigation was immediately initiated on receipt of the complaint. The product was not returned for eval, and a thorough investigation could not be completed as no part and lot number was provided. No eval could be performed as the implant still remains in the pt. If and when a revision surgery occurs, a supplemental report will be filed. Add'l info has been requested and will be reported in a supplemental report if and when it is received.